Event description:
It was reported that the right ventricular (rv) lead pacing thresholds rose continuously over time until they were at or above 4v @ 0.4 ms. It was also reported that there were some instances of oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).